Event description:
It was reported that the back screw came out and the back of the device fell off prior to a case. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the service tech observed that the back screw was taped to the device. Based on the investigation details, the reported event can be confirmed. This failure can occur if the back nut unthreads from the motor assembly.the nut may unthread due to the vibration of the handpiece during normal use. The nut can also be loosened through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus also potentially causing the back nut to loosen over time.